Event description:
Information received from a healthcare provider (hcp) regarding a patient with an implanted pump. It was reported that the patient's pump had electromagnetic interference (emi) issue and "motor stalling." The issues caused the pump to be explanted. No further information was known. The date of the event is unknown.